Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) was completed. The reported problem ( non-functional ECG electrodes ) has been confirmed. Upon investigation, electrode belt failed an ECG fall-off test. The cause for the failure was isolated to corrosion on the crimps inside of ECG c. The root cause for the corrosion could not be positively identified. No adverse event resulted from the defective electrode belt.